Manufacturer narrative:
E1: enter address information: ground floor shop, building 7-10, fengyingli, jintang road, hedong district h.6 investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.

Event description:
It was reported that the bd micro-fine¿+ pen needle was clogged. The following information was provided by the initial reporter, translated from chinese to english: the pen needle was clogged and could not be used.

Event description:
It was reported that the bd micro-fine¿+ pen needle was clogged. The following information was provided by the initial reporter, translated from chinese to english: the pen needle was clogged and could not be used.

Manufacturer narrative:
H6: investigation summary : no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. DHR was reviewed and there were not any qns or other events that could be related to this complaint. Clog test was conducted on 7pcs retention samples. No failure was found.